Manufacturer narrative:
Required intervention to prevent permanent impairment/damage is changed to unchecked. Changed to malfunction. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who was present during the reported da vinci surgical procedure. According to the csr, the fragment was retrieved through a laparoscopic assist port at the end of the surgical procedure and after the robot had been undocked. She denied that an x-ray or additional surgical procedures were performed to retrieve the fragment. There were no reports made of intra-operative or post-operative complications. This complaint was initially reported as an adverse event since the method of retrieving the fragment was unknown. Based on additional information, there was no indication that an adverse event occurred since the patient did not require medical intervention to retrieve the fragment. However, this complaint will be reported as a malfunction since a fragment from the instrument's shaft had broken off.

Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgical staff encountered difficulty inserting the thoracic grasper instrument. Upon further inspection, the surgical staff noticed that the instrument's shaft appeared to be bent. In addition, the surgical staff indicated that the black plastic coating on the instrument's shaft scuffed off and fell into the patient. The surgeon retrieved the fragment(s) once the robot was undocked. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the thoracic grasper instrument fell into the patient during a da vinci si cholecystectomy procedure and was retrieved by the surgeon. However, at this time, it is unknown how the fragment(s) was retrieved.